Manufacturer narrative:
Initial reporter facility name: (B)(6). The device was manufactured from march 4, 2020 - march 5, 2020. The actual device was received for evaluation. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an english-chinese infusor lv (large volume) had no flow during a patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.